Event description:
Claim of a patient wearing the variflex prosthetic foot tripped and fell and suffered a broken wrist.

Manufacturer narrative:
We were notified of this claim 2 years after the incident by the customer. The customer received a lawsuit claim from the patient about the incident. Limited information is available from the customer.